Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his transmitter was lost and his blood glucose was 48 mg/dl at the time of the incident. Customer stated that he was vacationing in the back hills of south dakota. Customer treated with a hamburger and fries. Customer declined troubleshooting and stated that he has been testing every so often and it looks pretty good.